Event description:
It was reported to philips by a customer that the unit's lead line is inoperable and the alarm system does not go off when patient takes off mask. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The field service engineer spoke to the customer and was informed to cancel the work order. The issue will be fixed by the customer. Multiple attempts to retrieve device repair or diagnostic information have yielded no response from the customer. It is unknown if any parts or repairs have been conducted. If additional information is later obtained, a supplemental report will be submitted.